Event description:
It was reported that there was a thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and two watchman laa closure device & delivery systems (wds) were used. The physician gained access with venous access and performed the transseptal puncture. The was was positioned in the distal aspect of the laa. A 24mm watchman laa closure device was prepared and inserted within the was. The distal marker bands were lined up and the system was snapped together. A contrast picture was taken and the distal catheter tip position was seated well into the anterior lobe with additional depth if needed. Deployment was completed and the release criteria were checked. It was agreed upon to fully recapture the device and prepare a 21mm watchman laa closure device due to the proximal shoulders that the 24mm device presented. A 21mm watchman laa closure device was prepared and inserted within the was. The distal marker bands were lined up and the system was snapped together. The deployment was completed and the release criteria were checked. As the physician was going through the criteria from 135 to 90 views, they noticed an abnormal object in the aorta which resembled either air or a clot emboli. The hemodynamics of the patient remained stable and the physician decided to intervene with the embolic event. Prior to the intervention, the release criteria were met and the device was released. The physician continued with arterial access, went in with non-bsc sheath and pigtail catheter. They positioned the pigtail distal to the object and aspirated using transesophageal echocardiogram (tee) visualization. With tee visualization it was confirmed the object was removed from the aorta. The hemodynamics maintained within normal parameters and the physician continued with their routine closure to the artery and venous access. The patient was moved to the recovery room with no indication of distress or concerns. There were no other complications that were reported. It was further reported that the abnormal object that was seen during the procedure was confirmed as an air embolism. The patient remained with no hemodynamic changes and they were discharged home doing fine.

Manufacturer narrative:
Date of event updated from (B)(6)2019. To (B)(6)2019. Implant date updated from (B)(6)2019 to (B)(6)2019. Patient code updated from (B)(6).

Event description:
It was reported that there was a thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and two watchman laa closure device & delivery systems (wds) were used. The physician gained access with venous access and performed the transseptal puncture. The was was positioned in the distal aspect of the laa. A 24mm watchman laa closure device was prepared and inserted within the was. The distal marker bands were lined up and the system was snapped together. A contrast picture was taken and the distal catheter tip position was seated well into the anterior lobe with additional depth if needed. Deployment was completed and the release criteria were checked. It was agreed upon to fully recapture the device and prepare a 21mm watchman laa closure device due to the proximal shoulders that the 24mm device presented. A 21mm watchman laa closure device was prepared and inserted within the was. The distal marker bands were lined up and the system was snapped together. The deployment was completed and the release criteria were checked. As the physician was going through the criteria from 135 to 90 views, they noticed an abnormal object in the aorta which resembled either air or a clot emboli. The hemodynamics of the patient remained stable and the physician decided to intervene with the embolic event. Prior to the intervention, the release criteria were met and the device was released. The physician continued with arterial access, went in with non-bsc sheath and pigtail catheter. They positioned the pigtail distal to the object and aspirated using transesophageal echocardiogram (tee) visualization. With tee visualization it was confirmed the object was removed from the aorta. The hemodynamics maintained within normal parameters and the physician continued with their routine closure to the artery and venous access. The patient was moved to the recovery room with no indication of distress or concerns. There were no other complications that were reported.